Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had the primary surgery on (B)(6) 2016. Then, she came in after a fall and opening of the incision. On (B)(6) 2016 the surgeon washed out the knee and swapped the poly (first revision surgery). On 12 december 2016 the patient match department performed a case planning review and commented as follows: our analysis of the case process found no deviations from the standard procedures. Every step has been performed correctly. Batch reviews performed on 27 december 2016. Lot 154136: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/11 mm left, code 02.12.0313fl, lot. 154365 (k140826), (B)(4) items manufactured and released on 04 january 2016. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due feeling unstable. The surgeon revised the femoral component and the insert. The surgery was completed successfully. Explants are not available.